Manufacturer narrative:
It was reported that the 22 mm amulet was unable to be implanted as it was too big and kept popping out, so was exchanged for a 20 mm amulet device. Reportedly, a baseline effusion was observed prior to procedure; the effusion got larger after attempting to implant amulet devices. Information from field indicated that each device was partially recaptured three times and no device was ultimately implanted. The reported operational difficulties may have contributed to the observed pericardial effusion. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported effusion could possibly be related to operational difficulties. Field indicated that protamine was administered. The reported medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed and approximately 900cc of blood was removed. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was selected for implant using an amplatzer steerable delivery system. A baseline effusion was observed prior to procedure. The transseptal puncture was inferior/mid. The 22mm amulet was unable to be implanted as it was "too big and kept popping out." It was exchanged for a 20mm amplatzer amulet. However, the 20mm amulet was also unable to be implanted. Both amulet devices were partially recaptured 3 times each. At this point, the effusion "got larger." The largest dimension of the effusion was 1cm. The effusion was localized and appeared to be around the left atrial appendage. No cardiac tamponade was present. Heparin was administered during procedure. Protamine was administered. Pericardiocentesis was performed and approximately 900cc of blood was removed. No device was ultimately implanted. The patient was reported to be recovering.